Event description:
It was reported that the patient said "she has been having problems" as her device batteries lasted only two years and she thinks it may be from "them modifying the device". The device has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.